Event description:
It was reported the 578sd leaking from the gas tap. Replaced with new port. There was no adverse patient consequence.

Manufacturer narrative:
Torn outer gasket evaluation summary. White powdery residues were found on the blade assembly. The analysis results found that the 578sd device was returned with the outer gasket torn. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.